Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval found that the customer had replaced the mechanism assembly, ultrasonic sensor, and processor pcb. Review of the device history records show that the parts were not originally installed in device serial number (B)(4). This is an indication that the parts were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components and rendering the unit irreparable. The device could not be repaired and has been removed from service.